Manufacturer narrative:
(B)(4). Batch # n5399p. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The reload was returned with the proximal 21 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the surgeon indicated that the trigger broke when he started the firing. They opened another unit to replace the product. Did any pieces fall into the patient? - no. Will all pieces be returned with the device? - yes.

Event description:
It was reported that during a gastroplasty procedure, the trigger of the device broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient.